Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1(initial reporter: (B)(6), biomed). It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) unit failed drive manifold test. There was no patient involvement. The fse resolved the issue by replacing the drive manifold (0104-00-0031) and successfully completed an all manifold test. The fse performed all functional and safety checks to meet factory specifications. The unit was calibrated and passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.